Event description:
Device 1 of 4. Reference MFR report #s 1627487-2011-00867, 1627487-2011-00868 and 1627487-2011-00869. The pt received an scs system for low back and right upper buttock pain including an ipg, three percutaneous leads and a lead extension on (B)(6) 2008. It was reported although the pt felt stimulation where needed, his scs system was explanted because it failed to provide effective pain relief.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. As returned, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and passed all tests on the autotester. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This serial number was part of a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.